Event description:
It was reported that during a laparoscopically assisted vaginal hysterectomy procedure, the device's blade broke off when they removed it from the pt. No pieces fell into the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt. The device is being held at the facility.

Manufacturer narrative:
(B) (4). (B) (4). Info not available, device not returned for analysis.